Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of .35 units of insulin. The patient's blood glucose level (bg) was at 150 mg/dl. Additionally the patient's mother reported having communication issues with their pdm and being unable to view their blood glucose levels.

Manufacturer narrative:
In the case description, the user mentioned receiving a communication error alert and then seeing a bolus being delivered that was not programmed by the user. The physical controller was received for investigation after completion of the cloud log investigation. Inspection of the android log files found no evidence of an unprogrammed bolus. A bolus was found to be programmed on the night of (B)(6) 2023. The logs show that the bolus calculator screen was activated by the user and the bolus that was programmed during this period was confirmed by the user. The log files showed that this bolus resulted in an unconfirmed send pod communication issue. The exact cause of this communication issue could not be determined. Inspection of the phb data showed no issues with the pod paired with the controller receiving egv values from the dexcom cgm. No communication issues were observed during investigation of the physical controller. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.